Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received 1 sample. The reported event was unconfirmed as the sample meet specifications. The exterior of the sample was observed that there was evidence of a bend on the returned sample. However, the bend was still within acceptance criteria. The catheter was able to inflate and deflate without difficulty. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: (6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was bent when the user opened the package. Reason for report: investigation results. (B)(4). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042